Event description:
The product was used during a thoracoscopic wedge resection procedure. Reportedly, the staple line was incomplete. The surgeon applied another device and resected the incomplete staple line. The hospital has reported that the patient's condition as satisfactory.

Manufacturer narrative:
11/25/97-supplemental report #1 submitted to FDA.